Event description:
It was reported that the bd phaseal optima infusion adapter (c100-o) experienced a separation of the connector and mating component and leakage. The following information was provided by the initial reporter: on multiple occasions pharmacy and nursing have experienced the c100 breaking at the n35 connection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: one sample and two photos were provided to our quality team for investigation. Through visual inspection, the spike was observed to be cracked at the base of the infusion adapter body. The product was further evaluated using enhanced magnification, no bubbles in the material or other damage was observed that could have contributed to the breakage that occurred. A device history review was performed for lots 1910104 and 2001101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of each lot were used for additional evaluation. The product was evaluated using magnification, again no defects were observed within any of the samples. All results were reviewed for lots 1910104 and 2001101 and results were found to be acceptable, no issues related to the reported defect were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2001101, medical device expiration date: 2020-12-31, device manufacture date: 2020-01-23. Medical device lot #: 1910104, medical device expiration date: 2020-09-30, device manufacture date: 2019-10-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal optima infusion adapter (c100-o) experienced a separation of the connector and mating component and leakage. The following information was provided by the initial reporter: on multiple occasions pharmacy and nursing have experienced the c100 breaking at the n35 connection.